Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated inside of the patient. There was a leakage observed during the attempted inflation and there was no increase in the valve of the pressure pump. A non-cordis balloon was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a 70% anterior tibial artery lesion which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 50/50 contrast and saline mixture was used to prep the device. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was returned for analysis. A non-sterile ¿saber 3mm30cm 150¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected and does not present any damages or anomalies. The balloon was received deflated. Functional analysis was performed on the returned device. A lab sample syringe filled with water was attached to the guidewire lumen port. The device was flushed, and the water exited through the distal tip as expected with no obstruction noted. Next, a lab sample guidewire of the appropriate size was inserted via the distal tip through the guidewire lumen and exited the luer hub with no resistance/friction or obstruction noted. Using an inflator/deflator device attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. However, after the rate burst pressure was reached on the manometer dial the balloon was unable to be inflated suggesting an obstruction in the inflation lumen that is impeding the flow of the liquid. Colored water was injected through the flushing port, observing the obstruction is beneath the strain relief. Therefore, the strain relief was removed to obtain visual access. The strain relief was compared to a fully functional lab sample saber device. It appears an excess amount of glue was causing an obstruction and an anormal shape on the wire lumen. A product history record (phr) review of lot 82296499 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage thru outer body¿ was not confirmed through analysis of the returned device as the body shaft was intact with no leakages noted. Subsequent findings of excess glue were noted blocking the balloon inflation lumen; however, the exact cause cannot be determined. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the phr review does not suggest a manufacturing related issue; however, product analysis suggests that the event experienced by the needs further investigation to determine root cause. Therefore, an investigation was initiated.

Event description:
As reported, the balloon of a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated inside of the patient. There was a leakage observed during the attempted inflation and there was no increase in the valve of the pressure pump. A non-cordis balloon was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a 70% anterior tibial artery lesion which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 50/50 contrast and saline mixture was used to prep the device. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.